Event description:
Event description cpi received information that the rate sense portion of this endotak dsp transvenous defibrillation lead was removed from service due to one episode of oversensing and no therapy delivery. At the replacement procedure, insulation damage, close to the sleeve was noted which possibly caused leakage inside the electrode.